Event description:
The customer reported that the system exhibited 'memory allocation' errors and failed to operate correctly. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated the system was tested and found to be working as intended and put back into service.